Manufacturer narrative:
There was no report of injury. The actual sample has not been returned. Samples from the same lot were tested at greater than 34n, which is greater than any force expected in the clinical setting.

Event description:
The wire fractured inside the catheter that was placed in the pt's arm. The PICC nurse had to pullout the PICC and cut it to retrieve the rest of the wire. Pt was sent to x-ray and to ir for the same procedure. No reported pt injury.